Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 27-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving intrathecal fentanyl and dilaudid (concentrations and doses unknown) via an implanted pump for non-malignant pain. Compatibility guidelines were requested regarding an MRI. It was reported the patient had an MRI appointment on (B)(6) 2019. The reason for the MRI was because the pump catheter broke. The patient was not getting relief due to the broken catheter. It was noted these issues started ¿early this year sometime around (B)(6) 2019.¿ the patient currently had saline in the pump and had been without medication in the pump due to this event. The reporter requested pump MRI guidelines be faxed to the MRI facility. No further complications were reported.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID: 8780, serial# (B)(4). Product type: catheter. The device codes have been updated (B)(4). Patient codes have been updated (B)(4). Conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-12, additional information was received from a manufacturer representative (rep). It reported the patient had exploratory surgery on (B)(6) 2019, due to the patient not getting good therapy. The rep stated that today, they opened up the patient's back and saw there was a leak in the catheter. The piece was taken out and a new 8596sc was added to replace the piece that was leaking. The leak was diagnosed via dye study and imaging (either MRI or CT scan). Information also reported an inflammatory mass (im) was found via CT scan on an unknown date. The im was treated by removing the drug and replacing with saline (pfns) (currently infusing). Today in surgery, the catheter tip was moved/pulled down roughly 4 cm, but the new vertebral level of the tip of the catheter was not exactly known. The rep stated that the anchor was cut and catheter was re-anchored. Cerebrospinal fluid (csf) flow was patent after catheter tip moved down. They chose not to replace spinal end of the catheter.